Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: hard drive crashed po# temp the probable root cause/s could be software failure. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during procedure.